Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-33330, 1627487-2020-33331. It was reported the patient's leads migrated. In turn, surgical intervention was undertaken wherein the existing leads were explanted and replaced to address the issue. Effective therapy was established post-op.